Event description:
It was reported that this patient received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system due to over-sensed noisy signals. There were two additional non-treated episodes of over-sensed noise. Boston scientific technical services (ts) was contacted and confirmed these episodes could be indicative of sense b node signals. The stored episodes also displayed reduced amplitude signal measurements. Thorough provocative maneuvers and diagnostic imaging were discussed to evaluate the noise reproducibility and system placement. The s-ICD sensing was reprogrammed to the secondary vector to resolve the event and no additional adverse effects were reported. The s-ICD system remains implanted and in-service.